Event description:
It was reported that the insulin pump had a v-shaped crack in the upper left hand corner of the display screen. The most recent blood glucose reading was 254 mg/dl. The customer did not know how the damage had occurred. Although the customer stated that she had no issues using or reading the insulin pump, she was advised to replace the insulin pump and discontinue its use. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No cracks on lcd screen noted. The device was received with cracked case at display window corners, reservoir tube lip and battery tube threads. It also had minor scratches on the display window.